Event description:
It was reported that the pacemaker was recording ventricular high rate episodes due to sensing in the refractory period. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.